Event description:
Information was received from a consumer regarding a patient (pt) with an implantable pump containing unknown drug for non-malignant pain and failed back syndrome. It was reported that the patient went in for an magnetic resonance imaging (MRI) of the head yesterday and they were going to have another MRI today of the spine. Caller stated the healthcare provider said they turned the pump off for the MRI but they were not able to turn the pump back on. Patient services reviewed MRI information and device function. Caller called back in and reported that the pt was going to have a lumber puncture done as well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.